Event description:
The customer reported that this central nurse's station (cns) is boot looping. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is boot looping. The issue was discovered during setup. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) is boot looping. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is boot looping. The issue was discovered during setup. The unit was not in patient use at the time. Investigation summary: the issue was traced to a facility network cabling termination problem which caused the the abnormal system behavior. The reported boot looping was not caused by the cns. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/03/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 2: 10/07/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.. Attempt # 3: 10/13/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H11 additional manufacturer narrative.